Event description:
New information received notes the diagnostic issue observed was with viewing and printing the diagnostics. It was not known if this was a problem with the implantable cardioverter defibrillator (ICD) or a programmer issue. The patient stable.

Event description:
It was reported that the patient's pacemaker exhibited diagnostic anomaly. The patient status is unknown.